Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced extreme tiredness and polydipsia. The cgm reading at that time was not documented and the blood glucose was not checked. At an unspecified date and time within the same sensor session, the egv was reportedly 300 mg/dl while the bg was 500 mg/dl. It was not documented whether the patient had symptoms, took treatment, or calibrated the sensor at that time. The patient presented to the ed. There, the bg was 525 mg/dl and the egv at that time was not documented. The patient was treated with insulin and recovered after treatment. The length of stay was 4 days. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.